Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Event description:
On 4/17/2024, it was reported by a sales representative via phone that an ar-8998t nano swivelock suture anchor with fork eyelet had an issue during a hand and wrist procedure on (B)(6) 2024. When the surgeon was inserting the device, the anchor was stuck to the device's shaft and would not come off. It was tried again, but the anchor did not come off. The device was removed from the patient in one piece, with the anchor stuck to the shaft, and nothing broke off inside the patient. Two ar-8998t nano swivelock suture anchors with fork eyelets with the same lot number were used to complete the case successfully with no harm to the patient. The was a 5-minute case delay, and it could not be confirmed if additional anesthesia was administered to the patient. The complaint device was discarded, and no pictures were taken. This occurred during use with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.